Event description:
It was reported that an angio-seal vip was selected for use. The carrier tube clicked into the hub; however, when the physician pulled back on the device, it felt different. When the device was pulled back to expose the suture and tamper tube, the device jerked. The physician then attempted to compact the collagen and when he did, the tamper tube went down past the marker band. Hemostasis was not achieved and manual compression was applied. That night, the patient complaint of leg pain. Petal pulses were taken and were diminished. Early the next morning, the patient experienced pain while walking. Angiographic images showed an occlusion of the superficial femoral artery (sfa). Retrieval of the device and resolution of the occlusion were not accomplished, therefore, the patient was sent to surgery. Thrombus and what appeared to be collagen were removed. The patient is reported to be doing well post surgery.

Manufacturer narrative:
One anchor, collagen fragment, and suture segment, consistent with components used in the angio-seal device, were visually inspected. The anchor and collagen fragment were secured by the intact suture loop. The knot was tight, and the compacted collagen was in direct contact with the anchor dome. The running suture was approximately 1.0" in length; the suture proximal end was consistent with cutting. The collagen was removed; no contributing visual anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency.